Manufacturer narrative:
The customer stated that, on (B)(6) 2008, and at around 5 pm, the pt's heart rate in bed # 4 went from 60 to 50 bpm (below set limits), and the mp70 monitor did not generate audible alarm tone. A philips field service engineer (fse) went on site to investigate the issue. The fse found the monitor in use and stated that he spoke with the nurse manager who placed the call who indicated that the nurse who had reported the problem to her initially was not aware that a 2 star yellow alarm only alarms 3 times then the alarm sound stops. She believed that this was the case and the monitor is working fine. Product labeling indicates that in this situation the following taked place: "numeric flashes, and low limit is highlighted, yellow alarm lamp, alarm tone. The sound switched off after 5 seconds". A trending query did not indicate the existence of a systemic issue. The available info supports that there was no malfunction of the device, labeling, or design, but rather a user misunderstanding of the monitor's parameters. No other calls were logged and no further investigation or action is warranted. A written reply was sent to the customer providing a detailed summary of the investigation. (B)(4).

Event description:
The customer stated that, on (B)(6) 2008 at around 5 pm, the pt's heart rate in bed # 4 went from 60 to 50 bpm (below set limits), and the mp70 monitor did not generate audible alarm tone.